Event description:
It was reported that the patient had a decreased heart rate, weakness, and dizziness. It was also reported that the sudden high impedance, loss of capture, and ineffective stimulation in the left ventricle. After a few hours, the situation stabilized and all parameters returned to normal values. Lead measurements were performed in different body positions and lead safety and connections were checked on x-ray. The patient was monitored, but a week later the situation occurred again. The device was explanted and replaced which resolved the issues in the left ventricle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.